Manufacturer narrative:
A field service engineer (fse) assisted the customer via telephone with replacing the tubing through lv 49 to resolve the leak, but the issue was not resolved. The fse evaluated the instrument on (B)(6) 2015. The fse arrived onsite and confirmed the probe rinse block air cylinder was defective. The fse replaced the part resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 3 ml of uncontained clear fluid leaked from a coulter lh 500 hematology analyzer onto the counter while cycling the latron control. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.